Event description:
It has been reported that the AED did not pass self diagnostic check.

Manufacturer narrative:
(B)(4). Conclusion: reported as issue could not be cleared by operator. Due to age, unk at this time, the device will not be replaced. Customer advised to remove from service. Date of manufacture: unk